Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has received multiple minimum fill messages intermittently. Reportedly, the customer filled the cartridge with 130 units of insulin. Additionally, it was reported that the customer was forgetting to pull the air out of the cartridge prior to loading the cartridge with insulin. The customer reported a blood glucose level of 400 mg/dl with small, trace ketones. A correction bolus was delivered to address blood glucose level. During a follow up call the following day, the customer reported being able to load a cartridge successfully.